Event description:
Additional information: it was reported that the reason for the patient's admission on (B)(6) 2019 was cerebrovascular accident (cva). It did not appear there were any complications caused by the pump stoppage and the patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Updated investigation conclusion: the evaluation of the submitted system controller log file and the log file downloaded from the returned system controller confirmed a pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the controller's internal backup battery. However, a direct correlation between the device and the reported cva could not be determined through this evaluation. The submitted system controller log file showed that on (B)(6) 2019 at 1:18 pm, no external power and power cable disconnect alarms were simultaneously captured with both white and black power cable faults active, which appeared to be the result of a simultaneous disconnection of the system controller power cables from power when changing to charged batteries; however, the system resumed operation on the controller¿s internal backup battery as intended and there was no interruption in pump support during the event. The recorded log file data appeared to show normal pump operation with stable pump parameters from the beginning of the log until the line of data following timestamp (B)(6) 2019 3:57 am when a complete loss of power to the system controller was recorded, indicated by a time clock reset to (B)(6) 2001 1:00:00 am. Pump power, estimated flow, voltage, and speed were recorded at 0. The total loss of power event was preceded by low battery advisory/hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted external batteries and subsequent depletion of the controller's internal backup battery, which is consistent with the reported event. Following the pump stoppage and restoration of power to the system via the power module, the pump immediately ramped back up to the fixed speed without issue. The internal time clock was not reset following the total loss of power event, resulting in active yellow wrench/controller clock not set advisory alarms until the clock was set at (B)(6) 2018 11:44 am. No other notable events were observed in the remainder of the log file and pump parameters appeared to remain at baseline values. The evaluation of the log file data could not determine how long the system was without power. The patient remained ongoing on (B)(4) at the time of the reported event. Following this event, the patient underwent a pump exchange on (B)(6) 2019 due to suspected pump thrombosis and the device was returned under MFR report number 2916596-2019-02682. Multiple attempts were made to obtain additional information from the customer regarding the reported cva; however, no additional information was provided and the complaint file will be closed accordingly. The heartmate ii lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Operator of device, device manufacture date: correction. Device evaluated by MFR: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file and the log file downloaded from the returned system controller confirmed a pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the controller's internal backup battery. It was reported that the patient experienced a pump stoppage related to sleeping on battery power and eventual depletion of the batteries. The submitted system controller log file showed that on (B)(6)2019 at 1:18 pm, no external power and power cable disconnect alarms were simultaneously captured with both white and black power cable faults active, which appeared to be the result of a simultaneous disconnection of the system controller power cables from power when changing to charged batteries; however, the system resumed operation on the controller¿s internal backup battery as intended and there was no interruption in pump support during the event. The recorded log file data appeared to show normal pump operation with stable pump parameters from the beginning of the log until the line of data following timestamp (B)(6)2019 3:57 am when a complete loss of power to the system controller was recorded, indicated by a time clock reset to (B)(6)2001 1:00:00 am. Pump power, estimated flow, voltage, and speed were recorded at 0. The total loss of power event was preceded by low battery advisory/hazard and no external power alarms. The captured events and associated alarms appeared indicative of a total loss of power to the system controller due to depleted batteries and subsequent depletion of the controller's internal backup battery, which is consistent with the reported event. Following the pump stoppage and restoration of power to the system via the power module, the pump immediately ramped back up to the fixed speed without issue. The internal time clock was not reset following the total loss of power event, resulting in active yellow wrench/controller clock not set advisory alarms until the clock was set at (B)(6)2018 11:44 am. No other notable events were observed in the remainder of the log file and pump parameters appeared to remain at baseline values. The evaluation of the log file data could not determine how long the system was without power. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system produced a pump stoppage event which the vad coordinator believed was related to the patient sleeping on battery power until all the batteries were drained and expired. The batteries were replaced. The system operated as expected once adequate power was restored. The patient is doing fine and was re-educated.